Event description:
It was reported that during a coronary stent procedure, the procedure started with the 3.0 x 15 mm maverick. The physician realized the size was unacceptable for the tortuousity of the lesion and the balloon was exchanged for a 3.0 x 10 mm maverick. The 3.0 x 15 mm maverick was subsequently used again. The shaft was kinked and subsequently broke when the physician attempted to straighten. The procedure was successfully completed with another 3.0 x 15 mm maverick. Patient status is listed as "stable".